Manufacturer narrative:
Patient weight not available from the site. The emitter controller was returned to the manufacturer for analysis. The controller was tested and found to be functioning as expected with no faults. However, there is damage to the instrument interface port that may have caused an intermittent fault, in-house testing did not result in a fault. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative went to site to test the equipment. Representative replaced the emitter which resolved the issue. After replacing the emitter, system checkout was performed. System passed all tests and is functioning normally.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed that there was metal interference with the emitter. The representative reported that metal interference could not be found and when a secondary emitter was used, the navigation system functioned as designed. The surgeon opted to continue the procedure with another navigation system. There was no patient impact reported and the delay in surgery was less than an hour. No additional information was provided.